Event description:
Caller reported a discrepancy between displayed and actual time on the device, with a difference greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in updating pump time and advised monitoring any recurring discrepancies. Caller understood and acknowledged the guidance provided.